Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: cat# 6260-9-132; 32mm std lfit v40 head; lot# 42489704. Cat# 6720-0535; size 5 accolade ii 132 deg; lot# 42362207. Cat# 502-03-52d; primary tritanium hemi cluster hole cup 52mm; lot# mlme1l. Cat# 2030-6525-1;6.5 cancellous bone screw 25mm;lot# mlpexa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: a patient authored letter dated (B)(6) 2020, she did not describe the outcome of her surgery, she did describe a 7-year history of pain and difficulty in the right hip. [...] It should be noted that an internal inquiry ((B)(6) 2020) by stryker quality found that the implants involved catalog: 623-00-32d, lot: mlt9np, catalog: 6260-9-132 lot: 42489704; cataldg: 6720-0535, lot: 42362207; catalog: 502-03-52d, lot: mlmeil; catalog: 2030-6525-1 1 lot: mlpexa were not involved in a recall. At this point it appears that the patient had a loose acetabular shell that may have been placed in excessive anteversion or likely changed slowly in position over time. Assessing serial x-rays may allow a better assessment of this finding. There did not appear to be any issue with the implants relative to a recall or abnormal metal wear or metallosis. X-ray comment: again, no images were provided for review. Adverse event identified: painful right total hip that underwent revision surgery. Hazards: none clearly related to implant. Conclusion of assessment: the obese, somewhat medically compromised, patient underwent revision surgery for a painful right tha. The patient consulted multiple physicians for evaluation and appeared focused, with the aid of attorneys, that there were defective/recalled implants. It appeared that the patient had a loose acetabular shell that may have been placed in excessive anteversion or likely slowly changed in position over time. Assessing serial x-rays may allow a better assessment of this finding. There did not appear to be any issue with the implants relative to a recall or abnormal metal wear or metallosis. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: an internal inquiry shows that the reported implants are not involved in a recall. A review of the provided medical records and x-rays by a clinical consultant indicated: [...] At this point it appears that the patient had a loose acetabular shell that may have been placed in excessive anteversion or likely changed slowly in position over time. Assessing serial x-rays may allow a better assessment of this finding. There did not appear to be any issue with the implants relative to a recall or abnormal metal wear or metallosis. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
The patient reported she had a right tha (B)(6) 2013. The patient started to experience excruciating pain about three weeks after surgery. The patient had physical therapy, cortisones shots, etc. The patient states her implants are part of recall. The surgeon did an MRI and based on his findings told the patient that she needed to be revised as the implants were coming apart but he refused to the revision. The patient went to another surgeon was revised on (B)(6) 2020. The patient would like to confirm if her implants are part of a recall and is seeking compensation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The patient reported she had a right tha (B)(6) 2013. The patient started to experience excruciating pain about three weeks after surgery. The patient had physical therapy, cortisones shots, etc. The patient states her implants are part of recall. The surgeon did an MRI and based on his findings told the patient that she needed to be revised as the implants were coming apart but he refused to the revision. The patient went to another surgeon was revised on (B)(6) 2020. The patient would like to confirm if her implants are part of a recall and is seeking compensation.